Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and barbed suture was used. They were closing the capsule the in a total joint procedure and the needle popped off. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the number of patients affected by this alleged deficiency ("the needles were popping off")? Three patients. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. What is the procedure name(s) and date(s)? Total hip replacement, two knee replacement, total knee replacement. Can you identify the lot numbers and product code of the product that was used? Sxpp2b405 two lot numbers: 101gzc, 100dht. How many devices demonstrated the alleged deficiency on each involved patient event? 5 total sutures. Were there patient consequences? If yes, please specify. No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Sixteen representative unopened samples were received for analysis. Upon visual inspection of the returned sample, an incorrect swage was noted on some needles, since the marks of the swage area were unusual (the attachment area must be single hit double stake, however only one stake mark was noted). Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in ten samples. Further investigation was conducted on these samples; the suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage and consequently caused a pull off. In the remains six samples, the pull force meets the requirements. Based on the information currently available, an incorrect swage and light swage issue were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.